Manufacturer narrative:
Film evaluation summary: the reported detachment of the radiopaque marker was confirmed; however, the exact cause could not be determined from the single still angiogram post-implant. The pre-implant anatomy is unknown, and complete angiograms during implant of the stent graft(s) and endoanchors were not available for return. In addition, only the proximal segment of the implanted stent graft was seen and no contrast runs were shown in the returned films, which all limited the extent of the film review. Guide catheter damage was observed with the appearance of an unknown radiopaque object within the guide lumen, possibly a section from the guide marker or other guide component. No markers at the guide proximal end were clearly visible in the returned image. It is possible that this event may have initially occurred during implant of one or more of the implanted endoanchors, which were reported as all successfully implanted. It is possible that implanting into an angulated section of the device, over-deflection of the guide, or possibly over torquing the guide with the tip deflected, may all be potential contributors to this guide catheter damage event. A device issue cannot be ruled out as a potential cause; however, the delivery system is not returning. (1) photo was received from the account. The photo showed the distal end of the guide with the support ring and two strands of braid wire. The cause of the reported detachment could not be determined from the photo received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were being implanted in a patient for during an unknown endovascular treatment. It was reported that during the procedure, the radiopaque marker detached when removing the dilator from the guide. The physician removed the radiopaque marker and guide using a dilator however also had to use a scissors to successfully remove the device from the patient. Per the physician the cause of the detachment is undetermined. No additional clinical sequelae were reported and the patient is fine.